Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection did not show any external damage. Functional testing confirmed the complaint, and the root cause was the plunger cable was damaged causing the issue halfway through an infusion. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced plunger cable, performed power up process and performed all functional testing. Device passed all functional and delivery tests., corrected data: h6. Clinical signs and symptoms or conditions; corrected.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a flange error. No adverse patient effects were reported by the customer.